Event description:
The 4 french cobra glide catheter broke in half during removal over amplatz wire (the catheter was up and over from left cfa to right eia). The remaining piece of the catheter was successfully snared and removed from the patient.